Event description:
It was reoorted that following cosmetic surtgery the patient developed a bump on the right upper eye lid at the suture site. The patient was prescribed alrex ophthalmic solution and told to massage the area. The original procedure was performed in 2002. As of approximately the lump was still present; possible surgical removal of the lump is planned.